Event description:
It was reported that on (B)(6) 2022, a 27mm portico ng valve was selected for implant. The implant depth was 80% and 90% was 5 mm. As the valve was attempted to be released, one of the retainer tabs was on the delivery system. A small pull was applied to the system and the valve was moved 2mm upwards. After full release of the third retainer tab, the flexnav delivery system was removed from the patients vasculature. After a few minutes, the position of the valve was checked and it was observed that the valve had migrated to 0mm noncoronary cusp. None aortic paravalvular leak (pvl) and a gradient 1mmhg were observed. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and one of the retainer tabs of the valve not disconnecting from the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm portico ng/ navitor valve was selected for implant. The implant depth was 80% and 90% was 5 mm. As the valve was attempted to be released, one of the retainer tabs was on the delivery system. A small pull was applied to the system and the valve was moved 2mm upwards. After full release of the third retainer tab, the flexnav delivery system was removed from the patients vasculature. After a few minutes, the position of the valve was checked and it was observed that the valve had migrated to 0mm noncoronary cusp. None aortic paravalvular leak (pvl) and a gradient 1mmhg were observed. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported. ---final emdr--- subsequent to the previously filed reprot, additional information was received that the patient did not have a horizontal aorta. The patient annular dimension were 23.5mm. The large flexnav delivery system did not become entangled with the 27mm portico ng/ navitor valve. There was no tension in the delivery system at the time of final deployment and the migrated 27mm portico ng/ navitor valve did not block a coronary artery or arteries. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The migration of the valve was confirmed via angiography with contrast. There was no and will be no intervention performed/required to treat the migrated 27mm portico ng/ navitor valve. No post-implant dilatation was performed that could have cause the valve to migrate. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report. It is not clear what may have caused the 27mm portico ng/ navitor valve to migrate, but there is no allegation of malfunction against the 27mm portico ng/ navitor valve or procedure.